Event description:
It was reported that after the patient presented in-patient for follow up. Upon review, the patients right ventricular (rv) exhibited increase in capture threshold and was unreliable. It also exhibited far p-wave over-sensing. Fluoroscopy imaging showed that the lead had dislodged. The patient presented for a lead revision procedure. During the procedure, the physician was unable to reposition the lead, so it was ultimately explanted and replaced. The patient's status was stable throughout.